Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety cap failed. When the safety cap is moved downwards beyond 45 degrees, the cap easily became detached from the main body of the device potentially leaving the user to replace the cap with an exposed needle present. No patient impact.

Manufacturer narrative:
H.6 investigation summary: material #: 368650, lot/batch #: 2326760. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety cap failed. When the safety cap is moved downwards beyond 45 degrees, the cap easily became detached from the main body of the device potentially leaving the user to replace the cap with an exposed needle present. No patient impact.